Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in ome, italy. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The lab report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was regularly cleaned and maintained per the instruction for use. The device was place inside the operating theatre during use with the fan opposite to the patient and at an estimated distance of two (2) or three (3) meters from the surgery field. The device will undergo deep disinfection in order to solve the reported contamination.